Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset as guided by technical support, but issue persisted, so customer switched to multiple daily injections for insulin, and a replacement pump was sent.